Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 595 mg/dl and over 600 mg/dl. It was reported that the customer was treated the high blood glucose with manual injection. It was reported that they had bent cannula. The insulin pump will not be returned for analysis.